Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on on (B)(6) 2017 with blood glucose of 800 mg/dl. The customer was also hospitalized on (B)(6) 2015. The customer was treated with manual injection. It was unknown if the customer was wearing the insulin pump during the hospitalization. The customer reported that the customer¿s blood glucose level was in 800¿s mg/dl and then she went into diabetic ketoacidosis. The customer reported that the cannula was bent. The customer¿s current blood glucose was 473 mg/dl. The drive support cap was normal. The customer reported that there were bubbles present which were one inch long and couple of little one. The customer reported that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.